Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm battery out limit. Customer's blood glucose at time of incident was 284 mg/dl. The customer was instructed to clear alarm with esc and act. The customer is using an (B)(6) and explained that using other brand may reduce battery life. The customer reported via phone call indicating that the insulin pump alarm battery out limit. Customer's blood glucose at time of incident was 284 mg/dl. The customer was advised to insert new (B)(6) aaa alkaline battery and monitor. The customer was advised that we are sending battery cap replacement. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 200 mg/dl. The customer was treated for high blood glucose with pump today and syringe yesterday. The customer was advised the 2 high blood glucose rule. The customer was unable to perform high pressure test, we are sending tubing clump.